Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective sample. The photos showed the defect state of leakage at the septum. 2. DHR/bhr review lot#4081478. 1-the products of this batch were assembled at intima ii auto line 2 in (B)(6) 2024, and packaged at r240 package line and cfs package line in (B)(6) 2024. Work order quantity was (B)(4). 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of (B)(4) in process testing and (B)(4) in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-the retained sample of this batch was taken for 800mm simulated clinical leakage test, and no leakage was found at the septum. Please see the attachment for the test report. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. The returned photos showed the defect state of leakage at the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked. Leakage isolation plugs bleeding.